Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp assembly failed to open and the tubing could not be removed. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.